Manufacturer narrative:
Additional information received that the reason for the revision was that the reservoir gave pain and the pump was dysfunctional. The patient had a low grade infection but two weeks later that infection was full blown and the device was explanted on (B)(6) 2019. The device will not be returned for analysis. System components: balloon model- 72400024 lot sn- (B)(4) mfg date- 01/07/2017 exp date- 01/07/2022 gtin- (B)(4). Pump model- 72404127 lot sn- (B)(4) mfg date- 11/14/2016. Exp date- 11/14/2017 gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) balloon due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) balloon due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.